Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low readings and loose drive support cap. The customer's blood glucose reading was 43 mg/dl. The customer treated with multiple glasses of orange juice and candy. The customer mentioned that the belt clip broke off a few months ago. The customer stated that the pump had two spots of damage. The customer declined to troubleshoot. The product was returned for analysis.